Manufacturer narrative:
H3/h6: the system was serviced in the field. It was found that there was no voltage coming out of the power supply 1 (ps1). It was confirmed at 227 vac was going into the ps1 from the supply board. Ps1 was replaced and the voltage was adjusted within specification. The system was rebooted and it was confirmed that the voltage remained constant. The system was fully functional. Codes b01, c02, and d02 are applicable. The power supply was returned and analyzed. Analysis found that the power supply (ps1) failed visual inspection. Electrical components on ps1 were electrically overstressed and it was unable to be tested. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: v17220442 rev. F, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initialization. The site attempted 3 reboots, all with no effect. The reboots were performed with the mobile viewing system (mvs) and image acquisition system (ias) connected. The system was needed early on april 13th, 2023 for scheduled procedures. Troubleshooting included booting the system off, disconnecting the mvs and ias, and booting back up and connecting the mvs and ias, which had no effect. The site then disconnected the mvs and ias, and booted the system off and disconnected the system from wall power for a few minutes, and booted back up and connected the mvs and ias, which had no effect. There was no patient involvement.